Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was fell off during use event on (B)(6) 2024. The blood glucose level was 398 mg/dl at the time of event. The infusion set was in use for 16 hours . Patient replaced infusion set and resumed insulin successfully. No further information available.